Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). H4: the device manufacture date is currently unavailable. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The serial number was unknown; therefore, the device manufacture date is unknown. Concomitant med products and therapy dates: small battery drive device, saw blade devices. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Event description:
This is report 2 of 3 of the same event: it was reported from (B)(6) that during an arthroscopy surgical procedure, it was discovered that while the small battery drive device was being used together with the oscillating saw device and the saw blade devices, the oscillating saw touched the patient¿s skin causing a burn. It was further indicated that the patient experienced a second degree burn. According to the reporter, the surgeon placed the oscillating saw directly on the patient's skin, and after a continuous use of five minutes without interruption, the device burned the patient¿s skin, cutting the skin and muscles to the bone. According to the reporter, the facility stated that they were aware that the "colibri ii manual, does it mention use for 30 seconds and leave 60 seconds for cooling¿. It was further reported that the facility acknowledged the device was misused. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There was patient injury reported. According to the reporter, the patient is currently doing well. The burn caused a blister and as such, the patient was treated by the hospitals burn team. There was no additional information available regarding additional medications provided to the patient due to the burn. It was not reported if there was any prolonged hospitalization required as a result of this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.